Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During the evaluation the device failed homechoice return instrument test/evaluation (rite) functional testing for fill one and drain one. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature was within specifications. A volumetric accuracy test was performed and passed. The root cause of the reported issue was undetermined. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.